Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high pacing threshold measurements. Also, the lead did not provide pacing even at maximum outputs and the sensing values were poor. The lead was removed and the physician elected to implant a single chamber pacemaker instead. No adverse patient effects were reported. The attempted lead was expected to be returned for laboratory analysis.